Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), gastrointestinal injury ("migration of essure device location of device: recto sigmoid serosa in the abdominal cavity/perforation (other) location of the perforation: recto sigmoid serosa in the abdominal cavity /failure to occlude (close) fallopian tube(s)") and pregnancy with contraceptive device ("pregnancy (termination)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring not performed". The patient's past medical history included multi gravida (total number of live births:3 ((B)(6) 2002, (B)(6) 2009, (B)(6) 2011)), pre-eclampsia (preeclampsia with first child: broken arm with third child), parity 3 (total number of live births:3 ((B)(6) 2002, (B)(6) 2009, (B)(6) 2011)) and rectovaginal fistula (with tile birth ot her child with a very long and difficult prolonged labor and a fourth-degree tear). Concurrent conditions included depression. In 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia"), scar ("scarring") and adhesion ("adhesions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2015) and surgery (bilateral salpingectomy, removal of intraabdominal essure coil from recto sigmoid). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, gastrointestinal injury, pregnancy with contraceptive device, pelvic pain, dyspareunia, scar and adhesion outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered adhesion, dyspareunia, gastrointestinal injury, pelvic pain, pregnancy with contraceptive device, scar and uterine perforation to be related to essure. The reporter commented: essure confirmation test: not done due to unable to tolerate pelvic speculum exam as she had traumatic rupture of levator ani rectal sphincter. Failure to occlude (close) fallopian tube(s). Diagnostic results: (B)(6) 2013, CT imaging: findings: there is no hemorrhage. Mass-effect. Midline shift or hydrocephalus. The basilar cisterns are clear there may be low lying cerebellar tonsils. There is mucosal thickening of the ethmoid air cells. Impression: no acute intracranial abnormality is detected. There may be low lying cerebellar tonsils. Diagnosis: viral meningitis chief complaints: patient present for the evaluation of headache impression: no acute intracranial abnormality is detected. There may be low lying cerebral tonsils. (B)(6) 2015, surgical pathology report: laparoscopic salpingectomy bilaterally. Specimen: procedure of conception. Fallopian tube: serialization left. Fallopian tube: serialization right. Concerning injuries reported in this case the following one/ones were described in patient medical records "pregnancy, colonic perforation. Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet and medical records received: reporter details added. Event added as pregnancy (termination), migration of essure device location of device: recto sigmoid serosa in the abdominal cavity, failure to occlude (close) fallopian tube(s), perforation (other) please describe and state the location of the perforation: recto sigmoid serosa in the abdominal cavity. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Case medically confirmed. Event added device monitoring procedure not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation of the essure device/ perforation other'), device dislocation ('device migration'), gastrointestinal injury ('migration of essure device location of device: recto sigmoid serosa in the abdominal cavity/perforation (other) location of the perforation: recto sigmoid serosa in the abdominal cavity /failure to occlude (close) fallopian tube(s)') and pregnancy with contraceptive device ('pregnancy (termination)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring not performed". The patient's medical history included multi gravida (total number of live births:3 (B)(6) 2002,(B)(6) 2009,(B)(6) 2011)), pre-eclampsia (preeclampsia with first child: broken arm with third child), parity 3 (total number of live births:3 (B)(6) 2002, (B)(6) 2009, (B)(6) 2011)) and rectovaginal fistula (with tile birth ot her child with a very long and difficult prolonged labor and a fourth-degree tear). Concurrent conditions included depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 4 months after insertion of essure. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia"), scar ("scarring") and adhesion ("adhesions"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy, removal of intraabdominal essure coil from recto sigmoid). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, gastrointestinal injury, pregnancy with contraceptive device, scar and adhesion outcome was unknown and the pelvic pain and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered adhesion, device dislocation, dyspareunia, gastrointestinal injury, pelvic pain, pregnancy with contraceptive device, scar and uterine perforation to be related to essure. The reporter commented: essure confirmation test: not done due to unable to tolerate pelvic speculum exam as she had traumatic rupture of levator ani rectal sphincter. Failure to occlude (close) fallopian tube(s). Date of insertion: (B)(6) 2011 and 2012 (discrepancy noted) diagnostic results: (B)(6) 2013, CT imaging: findings: there is no hemorrhage. Mass-effect. Midline shift or hydrocephalus. The basilar cisterns are clear there may be low lying cerebellar tonsils. There is mucosal thickening of the ethmoid air cells. Impression: no acute intracranial abnormality is detected there may be low lying cerebellar tonsils. Diagnosis: viral meningitis chief complaints: patient present for the evaluation of headache impression: no acute intracranial abnormality is detected. There may be low lying cerebral tonsils (B)(6) 2015, surgical pathology report: laparoscopic salpingectomy bilaterally specimen: procedure of conception fallopian tube: serialization left fallopian tube: serialization right concerning injuries reported in this case the following one/ones were described in patient medical records "pregnancy, colonic perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events added : "device migration". Outcome of events, "pelvic pain" were changed to "recovered/resolved". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), gastrointestinal injury ("migration of essure device location of device: recto sigmoid serosa in the abdominal cavity/perforation (other) location of the perforation: recto sigmoid serosa in the abdominal cavity /failure to occlude (close) fallopian tube(s)") and pregnancy with contraceptive device ("pregnancy (termination)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring not performed" and device ineffective "device ineffective". The patient's past medical history included multi gravida (total number of live births:3 (B)(6)2002, (B)(6)009, (B)(6)2011), pre-eclampsia (preeclampsia with first child: broken arm with third child), parity 3 (total number of live births:3 (B)(6)2002, (B)(6)2009, (B)(6)2011) and rectovaginal fistula (with tile birth ot her child with a very long and difficult prolonged labor and a fourth-degree tear). Concurrent conditions included depression. In 2012, the patient had essure inserted. On (B)(6)2015, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia"), scar ("scarring") and adhesion ("adhesions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6)2015) and surgery (bilateral salpingectomy, removal of intraabdominal essure coil from recto sigmoid). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, gastrointestinal injury, pregnancy with contraceptive device, pelvic pain, dyspareunia, scar and adhesion outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered adhesion, dyspareunia, gastrointestinal injury, pelvic pain, pregnancy with contraceptive device, scar and uterine perforation to be related to essure. The reporter commented: essure confirmation test: not done due to unable to tolerate pelvic speculum exam as she had traumatic rupture of levator ani rectal sphincter. Failure to occlude (close) fallopian tube(s). Diagnostic results: (B)(6)2013, CT imaging: findings: there is no hemorrhage. Mass-effect. Midline shift or hydrocephalus. The basilar cisterns are clear there may be low lying cerebellar tonsils. There is mucosal thickening of the ethmoid air cells. Impression: no acute intracranial abnormality is detected there may be low lying cerebellar tonsils. Diagnosis: viral meningitis chief complaints: patient present for the evaluation of headache impression: no acute intracranial abnormality is detected.there may be low lying cerebral tonsils (B)(6)2015, surgical pathology report: laparoscopic salpingectomy bilaterally specimen: procedure of conception fallopian tube: serialization left fallopian tube: serialization right concerning injuries reported in this case the following one/ones were described in patient medical records "pregnancy, colonic perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia"), scar ("scarring") and adhesion ("adhesions"). The patient was treated with surgery (pelvic surgery on (B)(6)2015). At the time of the report, the uterine perforation, pelvic pain, dyspareunia, scar and adhesion outcome was unknown. The reporter considered adhesion, dyspareunia, pelvic pain, scar and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.